Event description:
Respiratory therapist was preparing to replace ventilator on patient. When ventilator was moved, the ventilator lost pressure in the patient circuit and the patient had to be manually bagged. Ventilator setup and circuit calibration test was performed by biomedical staff. Biomed found that device would not pressurize patient circuit to required pressure. When flexing a plastic tubing fitting on the humidifier outlet port of the ventilator, the circuit pressure would fluctuate significantly. Fitting does not appear to be broken and did not show any leaks when using soapy water solution.======================manufacturer response for ventilator, sensormedics======================manufacturer was contacted by the rental company, (B)(4).